Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image became red and error e216 (scope communication error) occurred. According to the evaluation of the subject device, it was found error e211 (internal memory error) also occurred. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. The device's log file shows that the reported failure occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. This device successfully displayed endoscopic image during the investigation. No abnormality on this device was noted. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to the following. The connector of the camera head was dirty. The connector was not properly attached. If additional information becomes available, this report will be supplemented.